Event description:
It was reported that when using the pyxis medstation es system displayed notice stated that 'rx-temporary non-profile' mode. The customer stated that there was a delay in dispensing medication to the patient. The customer reported that the nurses were unable to see and find patients' details as they normally do. The customer claimed that someone from their end might have enabled the setting but forgot to uncheck it back. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in temporary non-profile mode. A technical support specialist checked under station 'device settings' and found that someone had 'enabled temporary non-profile mode for device'. A technical support specialist unchecked the 'enabled temporary non-profile mode for device' setting and rebooted the station to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.